Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.422" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on the harmonic ace instrument was broken. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon was dissecting when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. The instrument is available for review. No photos or videos are available for review. The piece was completely broken off/missing. A fragment fell into the patient and was retrieved during the same procedure.